Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. The reporting person who is a family member of the patient, explained to a technical services consultant that the patient had the device implanted in texas, but traveled back home to india about 6 months after the procedure. During a follow-up visit in india, approximately 6 months prior, the estimated remaining longevity showed 1.5 years remaining. During the most recent device check, the estimated battery longevity showed 3 months remaining. A technical services consultant referred the patient to the following clinic to get more information. This device currently remains implanted and in service. No adverse patient effects were reported.